Event description:
It was reported the bronchovideoscope was not displaying an image. It was not specified during what type of device usage the reported event occurred. There was not reported patient injury attributed to the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction were identified during the device evaluation: distal end rubber glue was missing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause of the malfunctions was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.